Event description:
During eval of a returned homechoice machine, a possible overfill situation was identified which occurred in late 2007, during drain cycle 3. The pt's ultrafiltration reading was 943ml indicating the home pt (hp) drained 943ml more than their programmed fill volume of 2300ml. This info gives a total drain volume of 3243ml (2300ml + 943ml). During a follow-up call with the home pt's (hp) nurse, the nurse stated that the hp did not report experiencing any symptoms of fullness or discomfort associated with the incident. The nurse did not have any add'l info. However, the nurse did indicate that the hp is doing fine and has been able to continue peritoneal dialysis therapy without any further problems. No pt injury or medical intervention was indicated at the time of the initial report or during the follow-up call with the nurse.

Manufacturer narrative:
Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during eval. Based on a review of all available therapy log data, the eval has determined the most probable cause is: insufficient drain/false empty detect and use error, initial drain alarm inappropriately programmed and/or insufficient drain/multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold. It was noted in the event log that the pt had been draining less than the fill volume in previous cycles of this therapy session, which could have contributed to the increased drain volume in drain 3. The device will be routed to the service area.